Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted no abnormalities. The single use loading unit was partially fired and engaged in interlock. Microscopic inspection of the knife blade displayed damage. Functional testing included resetting the single use loading unit. The instrument and single use loading unit were applied to the appropriate test media with appropriate results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. However, the investigation detected a secondary condition of incomplete firing stroke that has no relationship to the reported incident. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. If the firing knob is not fully retracted, difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. The instruction for use states that to remove the sulu, separate the instrument halves. Holding the cartridge-half of the instrument, grasp the proximal end of the sulu tabs and pull up and out to remove the sulu from the instrument. To place a new sulu into the instrument, hold the sulu by the proximal end tabs and insert into the cartridge fork at a 30 to 45 degree angle from the distal end down until the unit snaps into place. Remove shipping wedge after sulu is fully loaded. Sulu will ¿float¿ up and down in final loaded position. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device was partially fired, it was unable to be fired to the end of the staple line. They used another devices. There was no patient injury.